Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.